Manufacturer narrative:
Other applicable components are: product ID: 37752, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a manufacturer representative (rep) and from a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain. The patient indicated that since at least 2016 they have been frequently recharging/charging too often. The rep checked the impedances on the day of the report which showed high impedances on contact 6, but it was noted that the patient was not using that in their programming. On the day of the report, the implantable neurostimulator recharger (insr) was empty so they plugged it into the wall and saw the normal charging screen, but when they started charging the implantable neurostimulator (ins) they noticed that every so often the insr battery icon would flash full then flash empty. There was not any noticeable damage to the insr. The rep could not give a good estimation on how charging has increased for the patient because the physician programmer showed recharging statistics that showed the patient had stopped using their device due to frequent charging. On the day of the report they charged the ins for about an hour and maintained coupling and the 3rd quartile was flashing. The patient reported that they could not get past 50% charged and that their insr shows a different charge level than their patient programmer. Patient settings were set at program 1: 2+ 3- 300 pw, 25 rate, 3.2 v, 1033 ohms and program 2: 5+ 7- 300 pw, 25 rate, 2.8 v, 996 ohms. The rep indicated that the patient was experiencing a difference in charging intervals between the beginning of life and end of life of about 50%. Insr recharging statistics from the physician programmer showed on february 14th it took 0.9 hours to get 50% charged then 1.3 hours to get 50% charged, on (B)(6) it took 0.7 hours to get 50% charged then 0.4 hours to get 50% charged, and on (B)(6) it took 0.7 hours to get 50% charged then 0.9 hours to get 50% charged. Recharger statistics from the session that occurred on the day of the report showed 7 coupling bars, 63 minutes of charging, and the device went from 3.765 volts to 3.84 volts. The insr showed a date of 01/01/00 and then all zeros which indicated that the insr was reset at some point. Although, the rep indicated that the insr seemed to be working fine. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that they were having a difficult time trying to reach the manufacturer rep, who wanted to be at patient's upcoming appointment. It was reported that patient needed a new implant because their ins was not holding a charge. They met with the rep with their equipment, sat for an hour, rep saw what the device was doing and stated that the rep wanted to be at patient's next appointment. Patient was to follow up with hcp. No additional symptoms were reported and a communication was sent to the rep. Patient stated they have had agoraphobia since prior to getting the implanted device in 2004.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-10. The rep stated they have no further information at this time. The next appointment is set up for (B)(6). No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep indicated that no actions/interventions were taken to resolve the high impedance on contact 6 because it is not in use. Further monitoring/troubleshooting would be completed at the next appointment. The cause was not determined, but the rep noted that a patient printout was provided. There were no complications reported.